Event description:
It was reported that the pt experienced an overdose with lethargy. The pt was unresponsive in the emergency room approximately one hour after a routine refill. The actual residual volume of 2.5 ml was less than the expected residual volume of 3.2 ml at the refill in 2009. The pt was administered a narcan drip; per the reporter, "pt, is o.k". It was unk if there were alarms. The intrathecal drug prescription was confirmed and programming was verified to be correct upon review of the pump logs. The pump contained fentanyl 6000 mcg/ml at a dose of 1168.5 mcg/day in flex mode. The pump reservoir was re-accessed and the correct amount of drug was aspirated from the reservoir. The hcp also attempted to confirm the system patency by accessing the catheter access port; he was unable to aspirate from the cap. Upon review of the pump programming session logs, it appeared that the pump was shut off in 2009, and later filled with normal saline. The pump was subsequently explanted and replaced the following month. Final pt outcome was not reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.